Manufacturer narrative:
The insulin pump was received with a motor error alarm during the basic occlusion test and a compromised force sensor system alarm at 4.0lbs during the prime/compromised force sensor system test due to a faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a recurring compromised force sensor system alarm on the insulin pump. Customer's blood glucose is 106 mg/dl. Customer stated that the drive support cap appears normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the insulin pump will need to be replaced.